Event description:
It was reported that prior to a laparoscopic rectum procedure, the instrument out of sterility package. Teflon pad was loose. Take new instrument. No further information is available. No patient consequence.